Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1317ft (no batch indicator present) was received for investigation. Visual inspection identified that the distal tip of the driver shaft had chipped. Neither the anchor nor the driver shaft fragments were returned. Assessment of the width of the distal tip identified that the driver shaft met design specification. The cause remains undetermined, although a probable cause can be attributed to user-applied forces during anchor insertion, such as through prying/leveraging.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/19/2021, it was reported by an arthrex employee that an ar-1317ft nano corkscrew tip was damaged. This was discovered during a procedure, surgeon notice tip was damaged when starting to insert it; however, cause of damage is uncertain. Surgeon used a new nano corkscrew to complete case successfully with no patient affected. Additional information received on 10/22/2021: per the reporting arthrex employee, the tip of the nano corkscrew anchor broke inside the patient while inserting anchor during a finger ligament suture procedure. Surgeon was able to remove all broken fragments from inside the patient.